Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the paramedics were called and the customer was hospitalized on (B)(6) 2012. Customer's blood glucose levels at the time of hospitalization 27 mg/dl. The customer reported feeling low, treated with orange juice, raisins, and sugar tablets. The customer passed out and fell off the bed. It was mentioned that the customer had a recent change to their medication. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with glucose shot down their throat.